Event description:
As part of a retrospective review conducted at hill-rom. There was one event that occurred between 01/2001 and 02/2002 concerning unintentional movement of the centra bed. No injuries were reported.